Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device would not power on. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The biomedical engineer (bme) found that the device would not power on. The bme plugged the device in and found that the alternating current (ac) light and battery charging leds were not on. The power cord was removed and the had its electrical resistance tested. It was determined through this testing that the power cord was bad and needed to be replaced. The bme tested the device with the power cord of a known working device and the device experiencing the reported issues turned on with the ac and battery leds now working. The bme stated that a replacement would be ordered. This investigation is ongoing.